Event description:
As reported, approximately 3.14 years post left side tka, this female patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation. 510k: k110547.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: annex "d" code.

Event description:
Additional information received from a legal notification. Preop diagnosis ¿ left knee femoral loosening, osteolysis. Findings: grossly loose femur component, femoral osteolysis, well fixed patella and tibia. Intraoperative frozen section not consistent with infection. Patient presented to clinic with left knee pain. Work up revealed femoral loosening; c acnes grew out on one culture in broth only. Believed this was most likely a contaminant. Decision to proceed with revision tka given the patient¿s significant pain. The femoral component was found to be grossly loose and was easily removed with a tamp. There was extensive osteolysis of the posterior and distal femoral condyles laterally and medially. The tibial component was found to be well fixed. The patella was well fixed and tracked well and was not revised. The patient¿s other components were revised to a competitor¿s devices. No further information.